Manufacturer narrative:
To date, the device involved in the reported inciden thas not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
(B)(4). First report of three involving the same pt. The first femoral ventricular drainage system (evd) used. The nurse and physician noticed that the pt was only draining a small amount of cerebrospinal fluid (csf) into the drain and thought there might be a clot near the proximal stopcock. The surgeon attempted to flush the line through the proximal needle port and saline squirted out of the sides of the white stopcock back onto the surgeon. The evd was replaced with another evd with the same lot number. The pts' underlying medical condition was an intracerebral bleed. The pt did not incur an injury relative to the evd.